Event description:
The following has been reported: nurse reported: 3/17/25, nurses reported screen was frozen/non-responsive and pump would not shut off and was giving alert to clear alert prior to shutting down. Nurses advised to hold down power button for 1 full minute; still would not shut off. Nurses had to pull battery to resolve issue. 3/19/25, upon power up, no new alarm. Logs pulled. Noted software ver. 5.9.2; software update is ongoing at the practice this week. Nurses ran test infusion for 15 minutes with no issue. Noted no maintenance alarms in systems dashboard or via sql query of database no patient harm. Infusion stoppage reported. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen, no input) unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a screen input failure. The device passed multiple mock infusions. An internal inspection found no damage. Attempts to make the screen flicker or to have any possible issues were not successful. The log files were pulled from the device and there no issues to be found.